Event description:
A female, pt, underwent a diagnostic coronary procedure in 2009. A femoral angiogram was performed pre-mynx which noted no calcium or peripheral vascular disease within the vicinity of the puncture. Post procedure, a technician, not certified on the mynx device and without an aci representative present, proceeded to use the mynx for femoral artery closure. It was reported that the technician may have advanced the advancer tube more than the two black markers per the instructions for use (IFU). Immediately thereafter, there was a failure to achieve hemostasis. The pt was converted to manual compression for approximately 15-20 minutes and hemostasis was successfully achieved. Two hours later, it was noted that the pt's ipsilateral dorsalis pedis pulse was absent, however, approximately a few hours later, the pulse returned. The pt subsequently underwent computed tomography angiography (cta) which demonstrated a 0.5 mm obstruction located in the anterior tibial artery. The pt was placed on IV heparin and was monitored at the hospital for three days before being discharged with no symptoms. No additional info is available.

Manufacturer narrative:
A lot history review of the device in question confirmed that the device met all material, assembly, and performance specifications. It was reported that the technician may have advanced the advancer tube more than two black markers and the physician stated that "he believes the staff member advanced the advancer tube too much." The mynx instructions for use (IFU) states "...grasp advancer tube at skin and gently advance two markers". Based on the info provided, the cause of the sealant misdeployment is a failure to follow the mynx IFU, by a medical professional not trained to the mynx device without an aci representative present. Device code: other for sealant misdeployment. The lot number was not provided, therefore, the expiration date and device manufacture date unk.